Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers' indicated failure mode.

Event description:
It was reported that bd vacutainer® edta tube leaked between the stopper and the tube. No serious injuries, medical interventions or mucous membrane exposure was reported. No samples were sent for evaluation. No photos were sent.